Manufacturer narrative:
Concomitant medical products and therapy date detail of product: item # 00000003503, item name alloclassic csf insert 55/28, lot # 2339300. The manufacturer did not receive x-rays but received other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that patient underwent revision surgery due to cup protrusion.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. No trigger considering the following event is identified: revision surgery due to cup protrusion and loosening. Event summary: according to the received information, the patient underwent a revision surgery due to cup protrusion. Review of received data several x-rays were received and reviewed. Ap left hip dated (B)(6) 2006: left total hip arthroplasty with recent postsurgical change including surgical skin staples and two surgical drains. One cerclage wire along the proximal femoral diaphysis. Somewhat horizontal positioning of the acetabular cup, suggesting malposition. Ap pelvis and single view of the left hip dated (B)(6) 2007: bilateral total hip arthroplasties with early acetabuli protrusion of the left hip. Question malposition of the left acetabular cup. Ap pelvis and single view of the left updated (B)(6) 2008: left total hip arthroplasty with worsening acetabuli protrusion. Radiolucency surrounding the acetabular cup suggests loosening. Question malposition of the acetabular cup ap pelvis and single view of the left hip dated (B)(6) 2009: left total hip arthroplasty with increasing acetabuli protrusion. Persistent radiolucency surrounding the acetabular cup suggesting loosening. Ap pelvis and single view of the left hip dated (B)(6) 2010: left total hip arthroplasty with increasing acetabuli protrusion and persistent radiolucency surrounding the acetabular cup inferiorly suggesting loosening. Ap pelvis and single view of the left hip/dated (B)(6) 2010: left total hip arthroplasty with increasing acetabuli protrusion and persistent radiolucency surrounding the acetabular cup inferiorly suggesting loosening. Impressions: left total hip arthroplasty with suggestion of malposition of the acetabular cup with subsequent acetabuli protrusion and possible loosening of the acetabular cup. Review of implantation report the received implantation report (dated (B)(6) 2006) was reviewed. No abnormalities can be reported. Review of revision report the received implantation report (dated (B)(6) 2010) was reviewed. The report confirms a loose acetabular cup. Stem is well fixed and remains implanted. No further abnormalities can be reported. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation this device is intended for treatment. / all involved devices are intended for treatment. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Conclusion summary: no devices nor photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. The review of received x-rays confirms the reported cup protrusion, as well as cup loosening with a potential malpositioning of the cup. The investigation results did not identify a non-conformance or a complaint out of box. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The contributing factors for cup loosening and/or cup protrusion in general includes inadequate planning, malpositioning or inadequate postoperative care. However, due to the missing products, it is not possible to perform a accurate analysis. Therefore, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.